Event description:
It was reported that on (B)(6) 2017, the patient underwent a surgery and complained of pain and numbness after the surgery. The surgeon noticed that the screw which was implanted in s1 was contacting to nerve. Therefore, revision surgery was performed on (B)(6) 2017. The insertion direction of the screw was changed, the screw size was changed with 8.5×45 and rod length was also changed with 6.0×40 .

Manufacturer narrative:
Method: risk assessment; result: no lot # was provided, so a manufacturing record review could not be performed. The device was not returned and is unavailable for evaluation as it was disposed off conclusion: the plausible root cause of the event maybe use-error.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a surgery and complained of pain and numbness after the surgery. The surgeon noticed that the screw which was implanted in s1 was contacting to nerve. Therefore, revision surgery was performed on (B)(6) 2017. The insertion direction of the screw was changed, the screw size was changed with 8.5×45 and rod length was also changed with 6.0×40.